Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (1425 mcg/ml at 316 mcg/day) via an implanted pump. On 05-aug-2020 it was reported that the patient¿s pump stalled on (B)(6) 2020 and then recovered after 7 minutes. The patient had not had an MRI. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.